Manufacturer narrative:
The pump passed the self test and the displacement test. However, a pump error 53 alarm was found in the pump history due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had software error detected alarm. The customer¿s blood glucose level was 79 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.